Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 the customer reported that the patient was transferred to another hospital and passed away. The philips field service engineer evaluated the ventilator and found error codes 9001 (flash programming error) and 9004 (flow sensor failure). The customer refused repair of the ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR 17sep2019. Date of report : 18sep2019. Per medwatch report from customer: ventilator alarmed at 2040. Nurse and respiratory therapist went into the room and ventilator was in electronic failure. The patient was bagged by the rn until the respiratory therapist could obtain a new ventilator. The patient was transferred to the acute care hospital. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jul2019.

Event description:
The customer reported while in patient use the ventilator had a pressure sensor failure. The patient was manually ventilated and placed on another ventilator. There was no harm to the patient.